Manufacturer narrative:
Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.

Event description:
It was reported that the patient underwent an oblique lumbar interbody fusion at l2-3, l3-4 and l4-5 due to lumbar degenerative scoliosis. During surgery, when surgeon inserted the cage, the cage was placed but it cut the l3 vertebral body. The surgeon changed the cage to a bigger one and reinserted. Product came in contact with the patient. There was a delay in overall procedure for less than 60 mins. The cage was replaced.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.